Event description:
It was reported that during a lap gastric bypass case, an error 3 was displayed. The handpiece was replaced and the case was completed without any patient consequence.

Manufacturer narrative:
H6: the hand piece was returned with a cracked nose cone. It was tested on a generator and gave an error code 5. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.